Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited a high capture threshold. It was noted there was a drop in r waves. The pacemaker and this rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.